Event description:
The account alleged the side rail was broken. No pt impact.

Manufacturer narrative:
The technician found that the side rail was not latching due to linens being in the way. To resolve the issue the linens were moved out of the way by the technician.